Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient passed away while performing therapy on the homechoice. The patient was connected and the event occurred during dwelling. It was not reported if the patient was hospitalized or if there was any medical intervention. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information is not available.

Manufacturer narrative:
The sample was not returned for evaluation, therefore a device analysis could not be performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.